Manufacturer narrative:
B4:09sep2021. The biomedical engineer stated that the fan was replaced to address the reported issue.

Manufacturer narrative:
Report date: 02sep2021.

Event description:
The customer reported cooling fan speed error/no rpm/not spinning. The customer reported that the unit was in use on patient, but no patient harm reported. The customer contacted product support and caller states that unit has an 1125 error and that the fan speed is "0". Caller was not with unit to troubleshoot. Product support advised caller that fan or power management (pm) pcb may be faulty. Provided part ID for fan and pm pcb. Caller will call back if any further assistance is needed.